Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Elective replacement indicator was no, indicating that the device was not nearing end of service. It was reported that the pt suffered a fall and their neck jerked on the left side. The pt subsequently experienced pain in their neck and an increase in seizures. The pt can no longer perceive device stimulation. It was also reported that there have been no medication changes that could be contributing to the pt's increase in seizures. The pt later underwent vns therapy system explant. Both the pulse generator and bipolar lead were replaced. Lead break is suspected. Investigation to date has been unable to determine whether the increase in seizures is above the pt's pre-vns baseline frequency. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. X-rays reviewed by MFR did not identify any obvious discontinuities with the vns therapy system.

Event description:
The explanted lead assembly was returned to manufacturer for analysis in two pieces. The lead electrodes were not returned. Analysis of the portion of the lead assembly that was returned revealed a stress fracture in the lead coil wire. Stimulation was present at the time that the break occurred as evidenced by the presence of metal pitting on the broken coil wire surfaces, indicating that the stress fracture occurred during the implant life of the lead assembly and was not a result of the explant procedure. Visual inspection of the area where the stress fracture occurred revealed a small void on the surface of one of the coil wires. It is not known how the void occurred, or if it was a result of the fatigue break.